Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. No returned sample was received for evaluation; however, a photograph of the dressing was provided. A review of the photograph confirmed the dressing had been sealed into the packaging weld. A review of the device history (batch) record was performed and no discrepancies were noted. A non-conformance and CAPA have been opened to investigate this issue further. This complaint will remain open pending completion of the CAPA. (B)(4).

Event description:
It was reported that the dressing was press-fit together within the primary pack seam; thus the dressing was changed. No patient complications were reported as a result of this event.